Event description:
It was reported that the reservoir was wet when it was removed and insulin leaked past the o-rings. The customer mentioned that she pulled the plunger too far down. The customer experienced high blood glucose as well low glucose level sometimes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.